Event description:
Customer reported that her blood glucose was fluctuating. She was having issues in the middle of the night when the insulin pump alarmed no delivery. Right after wards she started experiencing lows and her blood glucose reading was 30 mg/dl. Customer also reports a broken belt clip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.